Event description:
This lead was explanted and replaced because during a device upgrade, it was found to have abnormal impedances and externalization of the conductor coil was noted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 10.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between a 5 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection showed the ligature marks around 48 cm proximal to the lead tip. Cuts with blood infiltration were noted in this region. The mentioned conductor externalization could not be confirmed. Further analysis demonstrated a rubbed through insulation on the distal part of the lead. This damage can be considered the root cause of the clinical observations. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.